Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. Also, it was reported that the customer experienced resistance when filling a cartridge. The customer's blood glucose level was 175 to 180 mg/dl and it was addressed with a bolus via the pump. Reportedly, the customer continued to use the cartridge.